Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer indicated that their blood glucose was normal at the time of incident. Troubleshooting found that there were alarms in the pump history. No further information was provided.